Event description:
The customer reported that bleeding occurred although end tones, indicating a completed seal cycle, were heard. The bleeding was from the pedicles of the vaginal cuff. Resealing of the pedicles was performed to control the bleeding. The blood loss was minor and there was no injury to the patient. The device was discarded by the site.

Manufacturer narrative:
(B)(4). The site has indicated that the incident sample has been discarded. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.